Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed maintenance and turned the instrument back over to the lab. This is not considered a potential product issue. The siemens operator's guide procedure does not support putting the finger between the cover and the reagent tray. Siemens concluded that this issue was caused by operator error. The cover should have been removed prior to accessing the flexes. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
It was reported that a laboratory technician was cut on her finger while attempting to move a reagent tray lid. The lab tech was trying to remove a reagent flex from the reagent wheel. After the covers were removed and the instrument was placed in stand-by, the lab tech placed her hand between the rear reagent cover and was scrapped. Lab tech went to the emergency room (ER) where the cut was cleaned, antibacterial solution was applied, and cut was bandaged. There were no other treatments administered. There are no known reports of patient intervention or adverse health consequences due to the event.